Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: event site postal code: (B)(6). Contact person telephone: (B)(6). A getinge field service engineer evaluated and replaced fiber optic sensor, fiber optic assy. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit does not detect fiber. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a